Manufacturer narrative:
This supplemental report is being submitted to provide a correction to sections h6 and h11. Due to damage on the charge coupled device unit, a noisy image was displayed, with no image during angulation in the upward and downward directions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited image distortion during inspection for use. There were no reports of patient harm.